Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.3; 2nd inr: 1.2, mean: 2.25, sd: 1.48, %cv: 66.00. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Further investigation cannot be performed. Root cause of complaint could not be determined from the info provided by the customer. It was revealed that pt was using more than one drop of blood for testing and was milking with the finger. Pt's sampling technique could have affected inr test results. In addition, pt's new medication for anti-hypertension could have affected inr results. No product info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 3.3, 1.2.